Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/24/2018 for evaluation. Performed visual inspection and passed. Performed voltage test and failed. Performed share log review and no data was found. The reported event of a loss of connection was undetermined. The reported allegation was not found. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud.